Event description:
A report was received stating that during an emergency tracheostomy procedure, the tracheostomy tube was found leaking at the 15 mm connector. A new tracheostomy tube had to be placed in the patient emergently. No permanent adverse effects to the patient were reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.